Event description:
Pca was checked at 07:30 during rounds, functioning properly, settings checked and correct. At approx 9:00 pt called, alarm was sounding very quietly. Pca message "malfunction." Pca disconnected from patient, new pca and fluids started. Unable to start old pca pump for history. From pca log: (B)(4) 2014 07:49:00 malfunction alarm (623/0000).